Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 87 mg/dl, 132 mg/dl, 170 mg/dl. Tests were done within 10 mins with a difference of 38%. Pt did not experience any adverse events. The control solution passed on the meter. No further info has been reported.